Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." "Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning." (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Root cause of the event was most likely attributed to being cleaned with a high ph detergent; however, a conclusive root cause of the event could not be determined.

Event description:
It was reported the trial bearing cracked after multiple sterilization processes. The device continues to be used in procedures.

Manufacturer narrative:
This follow up report is being filed to correct information. Review of device history records found no evidence of product nonconformance and device likely left the manufacture conforming to print. During the examination of a similar device, the fracture was confirmed and the most likely root cause of the event was determined to be repeat sterilization with a high ph detergent. This event is likely to have the same root cause; however, a conclusive root cause cannot be determined with the available information.